Manufacturer narrative:
Model/catalog description: balloon fgs 61-70 cm, model number: 72400024, batch/lot number: 1000051285.

Event description:
It was reported that the patient had an artificial urinary sphincter revised due to the tubing from the cuff to the pump was 1" too long. Further information was requested and not yet received.